Event description:
Reporter stated that caller from facility reported that unit was overfilling final containers. This was based on weighing bags. The caller reported that of the first 8-10 bags compounded that day, only 2 weighed within 5% of the expected weight. This did take into account the weight of the empty bag and the specific gravities of the source solutions. The bags were discharged, so there was no pt involvement. The unit was taken out of service and sent to product services for evaluation.

Manufacturer narrative:
Correction of serial number of unit: facility's complaint unit's serial #, which is the serial # reported in the initial medwatch. This was an error that was the reserve unit that was put into service when the complaint unit was taken out of service. Unit sn was mfg 12/1/90 and was approx 7 years old at the time of the complaint. Evaluation of currect product unit was received dirty and was tested as received. The complaint could not be duplicated.